Manufacturer narrative:
It was reported to abbott that the patients leads migrated. Rep reported that the leads migrated from t8 to t10, verified by x-ray, after the patient had a fall. The report stated that the leads were repositioned on (B)(6) 2020. The root cause of the migration is consistent with the patient having fallen and is not product related.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 3006705815-2020-32996. It was reported that the patient experienced ineffective therapy due to their scs leads migrating from t8 to t10 after having a fall. X-rays confirmed the lead migration. In turn, the patient underwent surgical intervention on (B)(6) 2020 wherein the leads were revised to address the issue.